Event description:
It was reported that, surgeon performed a head/liner exchange due to possible infection. Revised 36 mm + 10 head and 36 mm liner to a constrained e liner with a 22mm + 10 head.

Manufacturer narrative:
The following other hip devices were also listed in this report. C-taper cocr lfit head 36mm/+10, cat# 06-3610, lot# 21342401. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.